Event description:
Patient reported that a malfunction occurred with the pdm controller, which appeared to charge fully but rapidly lost power. Upon waking, the controller had powered off unexpectedly and could not be restarted, even after a different charger was used. As a result of the controller being off, elevated blood glucose levels up to 31.5 mmol/l (567 mg/dl) were experienced, leading to a diagnosis of suspected diabetic ketoacidosis. Symptoms included vomiting and poor vision. Hospitalization followed and treatment was provided with insulin and fluids. At this time of the report, no information regarding length of hospital stay or additional clinical details has been provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Additional information was received on 23-nov-2025 and b5 was updated accordingly.

Event description:
Additional information was received on 23nov2025. It was reported that in addition to previously reported treatment, the patient had also received an anti-emetic medication to help treat nausea. Additionally, the patient had experienced tachycardia, a symptom not previously reported.